Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had exceeded the maximum allowable temperature of 118 degree fahrenheit (actual temperature reported was 140 degree fahrenheit within 90 seconds). The replaced motor (44-2414, sn: (B)(4) was further evaluated and it was confirmed that the windings (phases) were shorted. However, the cause of the short was not determined. The reported condition was duplicated and confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a neurosurgery surgical procedure, it was discovered that the motor device became too hot to hold. There was a two minute delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.